Event description:
This catheter was being utilized for a four vessel cerebral angiography procedure. Several 10cc/sec injections had been made with an injector. The catheter was then advanced up the right internal carotid artery. During fluoroscopy, the image was unclear. The catheter position was checked with no problems found. The catheter was flushed by hand with contrast medium at 4cc/sec revealing that the catheter has fractured with contrast medium leaking from the catheter's primary curve. A terumo guidewire was gently passed through the catheter. The guidewire and catheter were removed together and intact. There was no reported injury to the pt.